Event description:
It was reported that the customer was having difficulty turning the pump screen on due to the wake button not working at times. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.